Manufacturer narrative:
(B)(4). No other information was provided by the reporter. Additional information has been requested of the account however, as of yet, a response has not been received. Should additional information become available, the file will be updated.

Event description:
According to the reporter; vaginal discharge was observed in the patient 7 to 10 days post operation.